Event description:
The consumer's wife was transferring her husband in the patient lift to his wheelchair, when his knee hit the release lever. The lift allegedly lowered, causing the consumer to fall out of the sling and break his leg.

Manufacturer narrative:
Information suggests a family member was transferring a 250-lb patient when lift reportedly lowered, causing consumer to slip out of their sling. Consumer indicated that an inadvertent activation of the hydraulic release lever had occurred. No malfunction alleged. Current user guide covers proper transfer methods. Manufacturer views this unfortunate incident as a user error.